Event description:
It was reported that the patient had multiple inappropriate shocks. The device was implanted less than two weeks ago. The caller stated the implant site was red. The clinic has contacted the local representative to follow the device. There were no additional adverse patient effects. The system remains implanted.